Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first firing in laparoscopy-assisted distal gastrectomy, the surgeon attached the reload to the powered stapler and attempted to fire, but firing could not be performed. There was no response at all. The surgeon replaced the reload and the procedure was completed with no problem. The status of the patient was reported as no problem.